Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow-up, it was found that the patient had an infection. The system was explanted. The asymptomatic patient was stable with no adverse consequences related to the explant procedure.